Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 132003. Device history review ==> one piece was split from the original order to be re-worked. There were no anomalies found for the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges dislocation with closed reduction after first revision. Recent x-ray results gave an impression of superior dislocation of the prosthetic left femoral head relative to the prosthetic left acetabular cup. No fracture and loosening were noted as well. Doi: (B)(6) 2011 - dor: not reported (left hip).